Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultramini meter read inaccurately high compared to another meter (brand not reported). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2021. The patient reported obtaining blood glucose readings of ¿398 mg/dl¿ with the subject meter and ¿323 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient manages their diabetes with insulin twice daily and when required based on blood glucose readings. The patient reported administering an increased dose of insulin in response to the alleged issue. An unspecified time after the insulin was administered, the patient claimed they felt ¿sick¿ and were treated by the nurse at their place of work with food (fruit). At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the test strips had been stored correctly. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.